Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had leak during filling. The customer also mentioned that they had air bubble. The customer's blood glucose was unknown at the time of incident. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. However, a visual inspection was performed and found the transfer guard needle was not centered also, found not parallel to the transfer guard body axis.